Event description:
It was reported that the patient presented for a pacemaker explant procedure due to elective replacement indication. During the procedure, it was noted that the right ventricular - rv lead exhibited sensing failure. The rv lead was capped and replaced. The patient was in stable condition throughout the procedure.